Manufacturer narrative:
Product is scheduled for explant (B)(6) 2011 and will be sent to the manufacturer for evaluation upon return to our facility.

Event description:
Distractor broke in patient; reason for breakage unknown. Surgery is scheduled to explant the device on (B)(6) 2011, original implant date was (B)(6) 2011. Doctor is unable to determine whether or not the patient was compliant.